Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic for a follow-up. The pump was performing as intended when the white power cable was connected to the power module (pm). The pumping stopped when the black power cable was disconnected from the power source. A red heart alarm was identified. An echocardiogram (echo) was performed. After the echo study the pump stopped again when the patient sat up. The customer site instructed the patient not to bend too much when sitting up or changing position. Log files were submitted for the event. The log file analysis revealed pump stops and low speed advisories. These issues only appear to be occurring while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The patient began using 14 volt lithium ion batteries at all times. There were not any pump stops since connecting to battery power. The patient was stable. After the echo assessment the speed was increased from 8400 rpm to 9600 rpm, the body weight was stable now. There was no obvious damage to the driveline. The patient was admitted for further investigation. The patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
Incidental findings: examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting had an opaque, yellow color and smooth surface. Although a specific cause for the discoloration of the potting could not be conclusively determined, the issue appeared to only be cosmetic. The discoloration of the driveline potting would not have affected device functionality. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed breaches in the insulation of the brown, yellow, and orange wires which would have contributed to the reported low speed operation and pump stoppages observed within the submitted log file. It was reported that the patient had pump stoppages while connected to a power module on (B)(6) 2021. The patient was elevated on the transplant list and underwent heart transplant on (B)(6) 2021. (B)(6) was returned assembled with the driveline cut approximately 2¿ from the pump housing. The remaining portion of driveline was returned cut into two segments measuring approximately 16¿ and 20.5¿. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft, outflow graft bend relief, as well as the outlet elbow were also returned attached to the pump. A bend relief collar was present and secured with green suture. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the brown, yellow, and orange wires approximately 0.25¿ from the pump housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductor from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted. Both types of shorts could have caused the low speed operation and pump stoppage events observed in the submitted log file. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. Furthermore, the IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.